Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The device was not returned to zoll medical corporation, despite request. The customer indicated that their report was not related to the monitor but rather use related. They were able to self resolve and determined this was not necessary to return, the device si working as expected. This claim is closed as no sample was returned- customer resolved, with no fault found related to the device.